Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient fell four times on (B)(6) 2017. The patient was unable to charge their ins on the morning on (B)(6) 2017. It was reported that the patient continually got the reposition antenna screen on the ins recharger and the poor communication screen on the patient programmer. The patient noted that the device helps them walk and that maybe it went dead and that that was the reason for the falls. The patient stated that they thought the ins went dead and that they saw a doctor symbol. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the extent to which the fall affected the system was unknown. The patient was to follow-up with a manufacturer representative and the charging issue was not resolved at the time of the report. No symptoms or complications were reported.